Event description:
It was reported that the device system was explanted. The patient reportedly requested the explant. It was stated that the stimulation became "ineffective" even after "several" attempts at reprogramming and normal impedance range. It was noted that the patient recovered without sequelae. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3487a-33, lot# v128966. Product type: lead: product ID 3487a-33, lot# v128966. Product type: lead: product ID 3487a-33, lot# v135416. Product type: lead: product ID 3487a-33, lot# v135416. Product type: lead: product ID neu_siliconeanchor. Product type: accessory: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the neurostimulator, njh718857h, found no significant anomalies. It was stated that the battery had reduced capacity due to overdischarge. It was noted that there was foreign material under the cover, no telemetry, foreign material in port, scratched shield, and loose grommets. Telemetry was "okay" after physician mode recharge recovery. Final analysis of the extension, nkb007143n, found no significant anomalies. It was stated that the extension body insulation was "cut through, product segmented." It was noted that "all" conductors were "cut." However, continuity was acceptable and there were no shorts between circuits. Final analysis of the extension, nkb010068n, found no significant anomalies. It was stated that the extension body insulation was "cut through, product segmented." It was noted that "all" conductors were "cut." However, continuity was acceptable and there were no shorts between circuits. Final analysis of the 1st lead, serial number (B)(4), found no anomalies. Final analysis of the 2nd lead, serial number (B)(4), found no anomalies. Final analysis of the 1st lead, serial number (B)(4), found no significant anomalies. It was stated that the lead insulation body was "cut through, product segmented." It was noted that the insulation was "broken/torn" under the connector and all conductors were "cut." However, continuity was acceptable and there were no shorts between circuits. Final analysis of the 2nd lead, serial number (B)(4), found no significant anomalies. It was stated that the lead insulation body was "cut through, product segmented." It was noted that the insulation was "broken/torn" under the connector and all conductors were "cut." Final analysis of the anchor found no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.